Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a "participant" was asked to simulate an injection into a rubber injection pad using a bd autoshield¿ duo pen needle 30gx5mm. The participant pulled the outer white sleeve of the device, exposing the inner needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: customer returned (13) sealed 5mm, 30g autoshield duo samples in the shelf carton from lot # 4009022. Customer states that the outer white sleeve of the asd was pulled off exposing the inner needle. The user realized he was not supposed to pull the white sleeve off. He said that he was used to his standard pen needles where he removes both the outer cover and inner shield before injecting. This led him to confuse the white sleeve of the asd with the inner shield of his standard pen needles. All samples were tested and all were able to activate properly without any observed defects. Video had also been provided showing the user removing white sleeve off of the sample. DHR review: production line #2. Manufactured jan2014. Produced 204950 ea. Expiration date 31dec2016. No internal rejects related to hub/sleeve with low separation force was found in the lot 4009022. During the process in this batch 636 samples were tested performing the hub/sleeve separation test, all samples had a separation force greater than 8lbf. No abnormalities were found that could have impacted the reported defect. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for separates on lot # 4009022. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the video and the description of the incident provided. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.